Manufacturer narrative:
Patient information was not available at time of this report. Software investigation completed. Radiology department was advised to use same slice thickness for multiple exams if they will be merged. Site was instructed on how to point merge two exams even if they don't have matching slice thickness. Software functioning as designed.

Event description:
A nurse, while in a cranial surgery, reported that the t1 and t2 were not lined up on auto-merge. She did auto-merge a few times and said when she did the contrast, they did not looked lined up. A medtronic representative walked the site through troubleshooting and was able to see what he needed to see in the t1 only and continued the case with no impact to the patient.